Event description:
A surgeon reported there was no response of the side footswitch during a procedure. The surgery was completed by using the touchscreen to change to the next step with no impact to the patient.

Manufacturer narrative:
Investigation included root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).